Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "loss of elastic recoil on palpation" and capsular contracture baker grade ii. Later, healthcare professional reported "unexpected illness". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of (B)(6) 2025 provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.